Event description:
It was reported that this right ventricular (rv) lead initially demonstrated elevated pacing thresholds following implant, with intermittent capture observed during early interrogation. By the time of discharge, the rv threshold had significantly improved, and echocardiographic evaluation confirmed no issues with lead placement. The lead remains in service, and no adverse patient effects were reported.